Event description:
Reported through clinical study follow-up that approximately 41 months post implant, the pt experienced a thromboembolism with permanent paresia and parathesia of right leg and lack of concentration. Pt was treated with warfarin and physiotherapy. The device remains implanted and functioning as intended.